Event description:
Patient received a shock and heard a "popping noise".

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Brand name is sprint. Type of device is implantable tachy lead. Model is 6945, implant date is 1999., explant date is 2005. And manufacturer patient and device codes used. As none provided on 3500a form.